Manufacturer narrative:
Eval summary: all devices returned were fully intact, no failure was detected and the products were within spec.

Event description:
There was a report of an occurrence of a leak of a fluid warming infusion set. No pt injury or adverse event reported.